Manufacturer narrative:
Evaluation in progress but not concluded. The power supply in question was returned to the MFR for evaluation, which is still in progress.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user observed a warning message indicating that the backup batteries may not be available as expected. A service rep determined that one of the device's two power supplies had no output. The device remained completely functional with the remaining power supply. There was no adverse consequence to a pt as a result of this event.